Event description:
According to the information received, the suction pump failed to provide sufficient suction during a procedure. Although no injuries were reported, the user reports that the planned treatment could not be completed after a one-hour delay due to troubleshooting attempts and that no back-up device was available. The facility reported that they ended up having to cath patient with tissue left behind.